Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00963. Leads were explanted and replaced to address the lead migration issue.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000106812.

Event description:
It was reported the patient's one of the leads had migrated. The issue was confirmed via x-rays. Surgical intervention may be pending to address the issue. The investigation did not determine which lead had migrated.